Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-03101. It was reported during a meeting with the patient for reprogramming of the scs system, high impedance on multiple lead contacts was observed. The patient reported multiple falls in the last year. Imaging showed a possible kink in one of the leads. Reprogramming of the patient's scs system was able to achieved 75% pain relief. No plans for any surgical intervention at this time.